Event description:
This lead was explanted and replaced due to noise and inappropriate vf detections. Should additional information become available this file will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The visual inspection revealed abrasion marks in the region of the suture sleeve. The conductor cable to the vcs shock coil was found fractured in this area. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces in the area of the suture sleeve. Further damages resulted most likely from explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.